Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving baclofen at an unknown concentration and dosage via an implantable pump . On (B)(6) 2017, it was reported that the patient was in the emergency department with an empty pump alarm. According to the hcp, the patient was three days overdue for a pump refill. The pump was refilled with no issues. The patient experienced no withdrawals or elevated blood pressure, but did experience "a couple of spasms here and there". The patient was put on oral baclofen for 7 days to cover them from being without drug when the pump went empty. It was confirmed that the patient had missed a refill. No further complications were reported. The patient¿s concomitant medications included oral baclofen.